Event description:
It was reported that cartridge alarm occurred repeatedly with consecutive cartridges and that pump software was not up to date. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, and Technical Support arranged replacement pump.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: iOS / iOS_iPhone SE 3rd Gen / Unknown / iOS_18.6.2.